Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the handpiece was heating up while being used. There was patient involvement but no impact to the patient.

Manufacturer narrative:
The device was received for evaluation and repair. Analysis of the device was unable to confirm the heating complaint. The temperature after 1 minute at 80,000 rpm was 86° f for the nose, 83° f for the middle, and 75° f for the rear. The ambient temperature was 77° f. The motor, nose, and collet were dissembled for inspection and all the parts were good except the nose bearings which were corroded. The nose bearings were replaced and the device was repaired to manufacturing specifications. The previous report had the device return date as 2018-06-27 which is incorrect. The correct return date is 2018-06-19. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.